Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the external pulse generator (epg) had a contaminated battery drawer. It was also indicated that the upper and lower case halves were broken and contaminated in multiple locations. It was also indicated that a bail cover was missing and another was broken and contaminated. It was also indicated that the atrial ouput connector was dented. It was also indicated that the keyboard was contaminated and the keyboard window was scratched. The epg was to be scrapped. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.